Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower the door 3 was failing. The customer stated that this malfunction caused a delay to the patient care and occurred while dispensing medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the tower door 3 was failed. The field service engineer found the plastic holders for the barcode labels on the shelf was sticking down far enough to prevent the door from closing smoothly. Hence removed, reinstalled the barcode label holders and performed preventative maintenance to resolve this issue. The system functioned as intended after the field service engineer troubleshot the device.